Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. During pm service, the getinge service territory manager (stm) replaced the damaged fiber optic extension assembly. The stm then completed pm and the iabp unit passed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), it was discovered that the fiber optic connector on cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement and no adverse event was reported.